Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message after filling a cartridge with 80 units of insulin. Reportedly, the customer's blood glucose (bg) level was 271 mg/dl, and confirmed that a correction bolus would be delivered to address bg level. The customer loaded a new cartridge successfully.